Manufacturer narrative:
Evaluation is not possible, as the unknown biosure ha screw will not be returned. The part and lot number has not been provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family, which confirmed additional allegations have been reported within the scope of the reported study. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional details become available in the future, the investigation will be reopened.

Event description:
It was reported that, after a coroclavicular ligament reconstruction, the patient experienced reduction loss. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.